Event description:
Customer reported low blood glucose symptoms with result of 90 mg/dl obtained on the aviva system. Customer's son treated her with half a can of coke. After treatment customer tested 160 mg/dl on the aviva system within 10 minutes of the result of 90 mg/dl. Requested return of suspect device and replacement was sent.